Event description:
PICC line placed in right arm. Cap applied per protocol, and PICC line pulled apart and was completely in arm without cap on the end of it. Cap had previously been applied and was snug, was flushed with saline and was being prepared to steri strip in place. Pressure applied immediately, dr notified and facility was to page surgery. Another dr notified and en route. Telemetry placed on pt, sinus brady with no ectopy. No complaints of chest pain or sob. "Csm" to arm intact. Second dr performed small cutdown and removed groshong PICC line intact without difficulty. Sutures applied and sterile dressing applied. Csm remain normal and without complaint. Vss remained stable throughout procedure. 158/80,60,16.